Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned for analysis. Failure event observed during analysis. Final analysis found external insulation abraded at 7.5cm to 8.2cm, 9.3cm to 10.5cm, and 12.3cm to 14.0cm from connector pin breaching the optim sheath only without damaging the silicone insulation. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.